Event description:
It was reported that the gastrointestinal videoscope had an e218 scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover and nozzle had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the e218 scope communication error occurred due to component failure and cause for the foreign objects in the c-cover and nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.